Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2013 with the following findings: the keypad cover was returned lifting near the ok button. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate; the ok and contrast keypad buttons were properly responsive. The cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that this morning she woke up to find that her keypad is now pulling off of the pump. Stated that the keypad is peeling from the bottom of the pump below the ok button. It was reported that the tactile changes occurred prior to damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.